Event description:
It was reported that the tip of the pin broke during a surgical procedure conducted at the user facility. The procedure was completed successfully without a delay, adverse consequences, or medical interventions.

Manufacturer narrative:
The device was discarded by the customer, not available for evaluation. Possible causes include: deviation while drilling, use of a power tool and the use of the wrong chuck.

Event description:
It was reported that the tip of the pin broke during a surgical procedure conducted at the user facility. The procedure was completed successfully without a delay, adverse consequences, or medical interventions.